Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was not possible to run tests due to the mobile programmer application stating there was no telemetry although a consistent connection between the patient connector and device and a consistent connection observed between the host tablet and patient connector. It was noted that wireless fidelity (wifi) was off and that a new session of the mobile programmer application was started prior to initially interrogating the implantable pulse generator (ipg). Troubleshooting steps were taken to include ending session and reconnecting the mobile programmer base and patient connector and re-interrogating the ipg, however the issue persisted. An alternative mobile programmer was utilized to continue. Post session, the original mobile programmer application was restarted and the reported issues went away in new session. No patient complications have been reported as a result of this event. Application version:4.5.2 host tablet os version: 26.1.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that it was not possible to run tests due to the mobile programmer application stating there was no telemetry was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.